Event description:
It was reported that during the attempted implant when the lead was connected, there was no intracardiac signal, then the signal was intermittent, impedance was high and there was no capture. It was also noted that there was a nick in the distal portion of the insulation and a more proximal kink in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Analyst visual comment: helix length cannot be tested due to both conductors distorted.